Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out after placement. When the user checked it, a pinhole was found in the balloon. It was stated that the water leaked from the balloon. It was stated that no materials possibly came in contact to the catheter and balloon. The catheter was not pulled and the patient had no urine stones.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted balloon rupture measuring (0.3415") upon return. No missing pieces noted. A potential root cause for this failure mode could be ¿cages used in the ovens for the curing of balloons with sharp edges". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out after placement. When the user checked it, a pinhole was found in the balloon. It was stated that the water leaked from the balloon. It was stated that no materials possibly came in contact to the catheter and balloon. The catheter was not pulled and the patient had no urine stones.